Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there was an issue with leakage prior to use.

Manufacturer narrative:
Investigation summary: batch code 8123598 for material number 306572 was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 8123598 that could have contributed to the reported defect. As neither a physical sample nor a picture sample was available for return, a thorough sample investigation could not be completed. Due the absence of a sample or photo the complaint could not be substantiated.

Event description:
It was reported with the use of the bd posiflush¿ xs pre-filled flush syringe there was an issue with leakage prior to use.